Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the event was not reported. The patient was hospitalized for the event for 10 days. Treatment rendered for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.